Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts on the implantable cardioverter defibrillator for post-paced t-wave oversensing. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.